Manufacturer narrative:
Covidien tech support engineer (tse) troubleshot this issue with the customer over the telephone. The customer was advised to replace the graphical user interface (gui) touch frame printed circuit board (pcb). The customer completed the repair and the device then passed all testing. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator had a blocked touch screen. There was no patient involvement.